Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a manufacturer representative and a clinical study reported the cause of the empty pump was not determined. The low reservoir alarm volume was a 4 ml and the low reservoir alarm date was (B)(6) 2018. The issue resolved on (B)(6) 2018. The patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative and a clinical study regarding a patient receiving remodulin 20 mg/ml with an unknown total dose via an implantable pump. It was reported the patient had an emergent pump refill due to an empty pump. No further information was reported. The event date was (B)(6) 2018. No further patient complications were reported. On (B)(6) 2019- (sdy, hcp, rep): additional information received from a healthcare professional via a manufacturer representative and a clinical study reported the cause of the empty pump was not determined. The pump had been replaced on (B)(6) 2018. The low reservoir alarm volume was a 4 ml and the low reservoir alarm date was (B)(6) 2018. The issue resolved on (B)(6) 2018. The patient's baseline weight was (B)(6). Additional information received from a healthcare professional via a manufacturer representative and a clinical study reported the patient presented to the emergency department with beeping pump. Patient reports previous night the pump was beeping, and continued throughout the day. The patient called their cardiologist and pain specialist who referred them to the emergency department. The pump was interrogated and showed the device was low in medication, and were planning to refill. Other than the pump beeping, the patient was baseline. The pump was refilled on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative and a clinical study regarding a patient receiving remodulin 20 mg/ml with an unknown total dose via an implantable pump. It was reported the patient had an emergent pump refill due to an empty pump. No further information was reported. The event date was (B)(6) 2018. No further patient complications were reported.